Manufacturer narrative:
The device has been received and a failure analysis investigation has begun. Upon completion of the evaluation, a supplemental report will be completed.

Event description:
The complainant reported a (B)(6) white male presenting with acute myocardial infarction and cardiogenic shock. Patient's o2 saturation dropped and ECMO was placed. Impella lp5.0 pump was prepped and inserted, to assist unload of left ventricle, without issue. Patient was subsequently returned to intensive care unit. During the course of treatment, there were no suction issues or alarms. However, at one point the pump was found to be close to the mitral valve and required re-positioning. The pump was eventually removed due to "multiple positioning issues" and hemolysis in which the device was implicated. Additionally, there were multiple hematomas found at the impella and ECMO insertion sites. As treatment, patient received "numerous" blood transfusions due to retro-peritoneal bleed and ECMO. A new pump was exchanged and patient is in stable condition.

Manufacturer narrative:
The pump was returned for investigation. A large crack in the epo-tek near the impeller was discovered upon visual inspection. The clinical account also pointed out positioning issues during the case. Hemolysis was not mentioned as a symptom until the very end of the case, just before the pump was explanted. The abiomed representative mentioned that there were repositioning issues, and hemolysis was still present after the pump was repositioned. He also believed that the patient's anatomy was preventing good placement of the pump. The physician originally planned to explant the pump and re-insert it, but decided to replace the pump instead. The data logs returned confirm the positioning issues experienced during the case. The pump was tested in our lab for hemolysis and failed, reproducing the failure mode. Since the failure mode was reproduced in the lab with neutral positioning, the crack in the epo-tek is determined to be the root cause for the hemolysis. The origin of the crack is unknown. At 530 hours, the pump was run beyond product claims. The root cause of the failure is the cracked epo-tek near the impeller.